Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the door was not registering closed. The field service engineer replaced latch to resolve. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation es system tower door failed. The customer added that the user was unable to retrieve the medication. However, there were no adverse events or injuries reported based on this event.